Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 258 (mg/dl). A correction bolus was delivered to address bg level. Tandem technical support assisted the customer going through the load sequence. The customer stated they would perform the fill tubing step and resume insulin delivery following the call.